Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl and the cgm did not read ¿high.¿ customer resolved the issue by changing the infusion set and cartridge and resuming insulin. However, occlusions continued and clinical troubleshooting was exhausted, a replacement pump was sent to resolve the issue.